Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was unknown. Upon physical inspection, the downstream occlusion (dso) seal was found detached. This was determined to be a reportable issue. The downstream occlusion (dso) seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned because the battery door was missing and the battery compartment was cracked. The investigation confirmed the customer¿s complaint, and a downstream occlusion seal was found breached. This issue was determined to be reportable.